Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A caution indicating air was detected in the dialysate fluid line occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarm cannot be determined, however, there is no evidence to suggest that a device malfunction occurred. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.